Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and failed testing. The reported event of inaccuracies was not confirmed because information about inaccuracies cannot be obtained from the transmitter; however, a review of the shared data log confirmed the customer complaint. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there were continuous glucose monitoring (cgm) inaccuracies compared to the blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2016. No additional event or patient information is available. The receiver data log was reviewed on 01/03/2017. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.